Manufacturer narrative:
Block b3: approximated to (B)(6) 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter. Block h11: the returned resolution 360 ultra clip device was analyzed, and during visual inspection it was found that the device was returned with the clip assembly stuck into the bushing. No other problems with the device were noted. The reported event of clip unable to detach from the catheter was not confirmed. The investigation results summary did not detect any problems related to the reported issue, as the clip assembly was returned stuck into the bushing. However, during product analysis it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps in the gastrointestinal (gi) tract during an oesophagogastroduodenoscopy (ogd) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The handle slider exhibited no resistance, preventing any troubleshooting or attempts to disengage the clip. The nurse attempted to open and close the clip multiple times but was unsuccessful, as it remained locked and attached to the catheter. The physician subsequently removed the clip by extracting it from the scope working channel. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated to october 1, 2025, based on the date the manufacturer became aware of the event. H6: imdrf device code a15 captures the reportable event of clip unable to detach from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyps in the gastrointestinal (gi) tract during an oesophagogastroduodenoscopy (ogd) procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The handle slider exhibited no resistance, preventing any troubleshooting or attempts to disengage the clip. The nurse attempted to open and close the clip multiple times but was unsuccessful, as it remained locked and attached to the catheter. The physician subsequently removed the clip by extracting it from the scope working channel. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.